Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power and the battery compartment was cracked. There was no damage to the battery cap reported and the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission 10/05/2016- correction: report # 2531779-2016-27559 takes place of the report # 2531779-2016-27330. Please disregard report# 2531779-2016-27330 as it constitutes a duplicate to report # 2531779-2016-27559. The report # 2531779-2016-27559 will be used in all further communications regarding the event.

Manufacturer narrative:
Follow-up #2: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the pump black box data revealed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The returned battery cap was undamaged and was able to secure properly to the pump; no power loss or power interruptions occurred. The battery cap contact height and width measurements were found to be within specifications. The pump was exercised for 24 hours with no power issues occurring. The pump opened and no evidence of internal moisture or damage was observed to the power circuit. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation.